Event description:
While working with one user facility on a customer support phone call, the philips medical systems customer support group discovered that the user facility may have been using incorrect calibration values with the philips pinnacle3 radiation therapy planning system software version 6.2b product for the last several years. Information suggests that incorrect calibration values on the order of 6.5% may have been used. The incorrect calibration valves could lead to systematically low monitor units, thus resulting in a lower radiation dose being planned for a pt. The radiation dose discrepancy could result in as much as a 7.1% underdose if not caught by standard clinical quality assurance practices. No product malfunction has been alleged. No known pt injury has occurred.

Manufacturer narrative:
Evaluation summary: an internal evaluation confirms that the user facility has been using incorrect calibration values to generate radiation treatment plans. No product malfunction has occurred. No known patient injury has occurred. The pinnacle3 radiation therapy planning system product only allows the user to develop a radiation treatment plan and is not a radiation therapy treatment device itself. The pinnacle3 product performed as intended. There were no product malfunctions associated with the reported events.